Event description:
It was reported that after stent deployment in the sfa in an antegrade approach, the stent only had a length of 5 cm instead of 10 cm. The stent deployment was without any issues. The procedure was completed successfully using an additional stent. There was no report of injury to the patient.

Manufacturer narrative:
The review of the manufacturing records performed showed that no remarkable incidents occurred. The stent remains implanted and the delivery system was discarded by the user facility; therefore, not available for evaluation. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states (B)(4).